Event description:
It was reported that the patient underwent a 4th re-orientation procedure for his implantable neurostimulator (ins). It was noted that the patient was thin and the ins pocket was tight, so his ins did not move around. It was the patient's 4th time following a programming of his ins that the device did not display the correct position. It was noted that the reprogramming would only last 1-2 weeks before displaying the incorrect orientation. It was noted that the patient had only one adaptive stimulation (as) group programmed and no other non-as group programmed. The manufacturer representative re-oriented the patient's ins again and the ins was recognizing the patient's position; before the representative re-oriented the device, the ins was not recognizing the patient's position. The patient was considering having the device explanted. It was noted that the transition times in between position changes were set to default amounts except "upright position, lying front", which was set to 20 seconds. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that 3 leads had migrated to the implantable neuro stimulator (ins) pocket, and the ins had migrated over the spine causing pain when pressure was applied. It was reported the patient had their entire system removed on (B)(6) 2012.

Manufacturer narrative:
Product ID: 3888-56, lot#: v444661, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot#: v822731, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot#: v433259, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot#: v841065, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial#: (B)(4), implanted: (B)(6) 2011, product type: recharger product ID: 37744 lot#: serial#: (B)(4), implanted: (B)(6) 2011,product type: programmer. Patient product ID: 3708240, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).